Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a drug eluting stenting procedure stent damage occurred. The 90% stenotic lesion was located in the mildly calcified and mildly tortuous mid to distal right coronary artery. The lesion was predilated with an unspecified balloon. During the procedure it was observed that the 2.5x24mm taxus liberte stent was damaged. There were no patient complications. The procedure was completed with another 2.5x24mm taxus liberte stent. Patient status is reported as good.